Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 34mm amplatzer cardiac plug 2 was implanted. On (B)(6)2022, CT scan was performed and it was observed that the device had moved; there were no associated patient symptoms. The physician was "worried about device embolization." On (B)(6) 2022, the patient was brought back to the cath lab and the device was removed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of device migration and removal of the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated the device did not meet close criteria at the time of implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the instructions for use, confirm proper device placement using echocardiography and fluoroscopy following close methodology. Under these circumstances, consideration should be given to device repositioning or replacement with a different size device.